Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 507 mg/dl and they went to the emergency room. Customer was treated via manual injection. Customer advised the sensor cannula was stuck inside of their body breaking in their skin. The insulin pump and the sensor will not be returned for analysis.